Event description:
A facility reported a microsensor (ID (B)(6)) was placed in a 43 year-old patient on (B)(6) 2022. At approximately 05:20 on (B)(6) 2022 the monitor began to read negative 1 to zero to negative 1 and numbers continued to fluctuate into the negative 1 range. At 12:40 the patient was manually prone and around 13:20 the monitor began to alarm sensor/cable failure. Both sensor cable and monitor were changed, but the issue was not resolved. The sensor was removed on an unknown date. The patient has had normal icps, so sensor was not replaced. Clinical questionnaire provided: monitor used: cerelink. Time/date of failure - (B)(6) 2022 @ 05:20¿ began reading negative 1, 0, -1, 0, -1¿ (B)(6) 2022 1300-1330¿ sensor/cable failure post manual prone. Implant location: parenchymal. Hospital location of implant: ICU. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.). Right after manual proning. Was a movement assistance device used? If yes, please specify - draw sheet and slider sheet. Amount of time between patient movement and failure event - less than 40 minutes. Was the microsensor disconnected from the integra/codman icp monitor during each phase of transport? No. Did the patient receive an MRI or CT scan before the failure occurred? CT scan on (B)(6) 2022, but no problems until (B)(6) 2022. What was the mean icp before the ¿event¿? Icp value: 6-12 until (B)(6) 2022 @ 05:20 when is began reading zero to negative 1, then sensor/cable failure around 1320 on (B)(6) 2022. What was the icp waveform quality before the ¿event¿? (If connected to patient monitor) good. When the failure occurred, was the integra/codman icp monitor plugged into the wall? Yes. When the failure occurred, was the integra/codman icp monitor connected to a patient monitor? Yes. If yes, provide patient monitor make & model make: phillips. Does the icp value on the integra/codman icp monitor match the icp value on the patient monitor? Not reading, prior to sensor/cable failure they matched. When the failure occurred, where was the integra/codman icp monitor positioned? IV pole. List all devices being used close to the integra/codman icp monitor: phillips bedside monitor, 2 alaris pumps, each with 4 channels in use, kangaroo feeding pump, ventilator, scd machine, bed. Other devices implanted in the head? (Shunt, evd, subdural drain) - no. Were bipolar or monopolar forceps used while the sensor was plugged in? No. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care: n/a. Describe the quality of the insertion: unremarkable. Was more than 1 integra/codman icp monitor used for the sensor? (Example: 1 cerelink/icp express in or and different cerelink/icp express in ICU) - no.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product 826850 for lot 6202214 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor or connector. Catheter is mashed/crimped 22.4cm and 31.8cm from connector. Cerelink monitor reading was acceptable; icp express reading 520. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. A device history record (DHR) review, trending, and risk assessment were performed as part of the complaint evaluation. A corrective and preventive action (CAPA) was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.

Event description:
N/a